Manufacturer narrative:
A service proposal was sent to the customer but later expired due to no response from the customer. No further service provided. If further information or service is provided, then this case will be reopened. A service proposal was sent to the customer but later expired due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error "faulty internal battery" had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error "faulty internal battery" had occurred. The remote service engineer (rse) provided the customer with the part number of the battery to order and replace. The investigation is ongoing.

Manufacturer narrative:
E1: reporting information: (B)(6).